Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a2; b4; b5; d2; g1; g3; g6; h1; h2; the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a pfj milling handpiece was stuck and never rotated from the moment it was attached to the nitrogen hose. The surgery was 5 min delayed while staff performed trouble shooting steps and getting alternative burr hand piece. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42540200029, all-poly patella cemented 29 mm diameter, 67535849 00592601201, patello-femoral trochlea component precoat, 67085987. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.